Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to establish telemetry. No troubleshooting indicated. The patient was referred to doctor's office. The monitor remains in use. No patient complications have been reported as a result of this event. It was reported by the patient that no telemetry was noted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.